Event description:
Complaint alleges that a clip got stuck and was not loaded into the jaws." There was no consequences to the pt. No pt injury reported.

Manufacturer narrative:
Device history record (DHR) review did not show nay issues related to his complaint. Device sample received by MFR, but investigation is still underway at time of this report.